Event description:
During a coronary artery drug eluting stenting treatment procedure the stent detached from the balloon. The target lesion was in the right coronary artery (rca). The physician placed a 6 frech guide catheter. When the physician advanced a 3.0x8mm taxus express2 drug eluting stent into the rca the stent detached from the balloon. The stent remained on the guide wire and was removed with the guide wire. The case was completed with another device. There were no patient complicatons and the patient was reported as ok.